Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels, motor error alarm, unexpected restart alarm, external ram crc error alarm, off no power alarm, failed battery test and delivery anomaly. Customer's blood glucose level was 46 mg/dl. Customer was hospitalized as a result of the low blood glucose levels. Customer had many alarms along with the low blood glucose levels. Troubleshooting for the alarms was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The motor was tested outside of the device, and it passed.